Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed without the product return. The evaluation and repair was completed by a non-medtronic service provider: the graphical user interface (gui) touch frame printed circuit board (pcb) was cleaned and ventilator is in working conditions.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.